Manufacturer narrative:
B3: event date is estimated - used article accepted date for event date estimation. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Literature citation: saleem, n. And duran, c. (Mar 2, 2025). Successful retrieval of a dislodged left atrial appendage occlusion device using an ono basket: a case report. Radiology case reports. (20) 4840-4843. Https://doi.org/10.1016/j.radcr.2025.05.033.

Event description:
Reported via journal article. It was reported device embolization occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman laa closure device was implanted, and the patient was discharged without complications. Two (2) days after the procedure, the patient routine follow-up transthoracic echocardiogram (tte) was performed, raising concerns for closure device migration. The patient, however, had no complaints or symptoms regarding closure device displacement. Subsequent cardiac computed tomography angiography (cta), performed during preoperative planning for transcatheter aortic valve re-placement (tavr), confirmed that the closure device had embolized into the left ventricular outflow tract (lvot). An urgent percutaneous retrieval was performed, where a non-boston scientific (bsc) retrieval device was used to snare and retrieve the closure device out of the patient successfully. The procedure was completed without complications. Six (6) months after complete recovery, the patient underwent repeat laa closure with a non-bsc closure device.